Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact to replace the device fan, front bezel and connectology. It was also reported the device will not power on and ther was an unspecified problem with the ac indicator. No additional info was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center the device touchscreen does not respond when pressed.